Event description:
1976 - augmentation mammoplasty with silicone implants. 1992 - implants replaced with saline implants. 1998 - pt complained of right breast outer quadrant pain which has been consistent since 1992. Significant decrease in size of left over past year. Physical exam - bilaterally ptotic breasts with significant asymmetry. Bilateral class IV capsules with pain. 1-29-99 - implants removed intact with in-capsules.